Event description:
Reporter alleged blood glucose measured 17 mg/dl back to back with a result of 269 mg/dl, when testing was performed 45-50 seconds apart. Customer stated having no glucose symptoms at the time. No actions were taken or treatment reportedly received as a result. A request was made for the return of the suspect device and replacement product was sent.